Event description:
The customer contact reported leaks of a chemotherapeutic agent. The tubing set was being used to deliver 5fu at a rate of 25ml/hr via a plum a+ pump. The tubing set was connected to a port-a-cath. After an unspecified length of time in use, the pt noted the tubing set was leaking and notified the nurse. The nurse noted fluid on the pt's gown and that the tubing set male adapter was connected "slightly loose" to the catheter. The pt's gown was changed and the spill was cleaned up according to the facility's protocol. The catheter dressing was changed and the tubing set was reconnected to the port-a-cath. After the therapy was resumed, the pump sounded an audible alarm. At this time, the nurse noted fluid was leaking from the "chamber site" on the pump and "3-4 drips of fluid" leaked onto the floor. The spill was cleaned up according to the facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.